Manufacturer narrative:
Review of returned angio images during implant revealed that the bifurcate was brought up the right side and deployed just below the renals. From the implanted orientation of the proximal markers, the proximal neck was moderately angulated in the a-p axis, but was essentially straight l-r. The contra limb opened to the left side. The distal ipsi limb was seen implanted into the right iliac artery. The endurant contra limb (noted on the films as a 16 x 20 x 124) was then seen positioned proximally within the gate with appropriate overlap, and placed distally into the left iliac artery. Both iliac limbs were moderately tortuous; especially on the left side. Final angio with the contrast injected at the level of the suprarenal stents showed contrast blush outside the bifurcate stent graft along a widespread area. The endoleak was seen on the patient¿s right/ipsi side of the bifurcate primarily at the top of the sac, and extended distally to several cm¿s below to the flow divider. Contrast was also seen on the left side just above the level of the flow divider. The limbs were patent and no other stent graft issues were observed. The exact type and cause of the endoleak could not be determined from the films provided. Pre-implant anatomy is unknown, and pre and post-cta¿s were not available for review to provide a complete assessment. This appeared most likely to be a type IV blush; however, could not rule out a type iii fabric or a proximal type I endoleak.

Event description:
Additional information was received for this case. The physician used balloon in attempt to resolve the unknown endoleak.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on the final angiogram a type iii fabric endoleak was seen coming from the bifurcate. The physician modelled the bifurcate with a balloon however, this did not resolve the endoleak. The physician finished the procedure and left patient for observation. No additional clinical sequelae were reported and the patient is being monitored.